Event description:
Power cord had loose ground terminal and because of that the resistance reading was high.

Manufacturer narrative:
Technician replaced the plug on the power cord and did an electrical safety check, the reading was ok. There was no injury or damages associated with the repair.